Event description:
The customer returned the videoscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the videoscope's objective lens adhesive was missing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to degradation related problems attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.